Event description:
The customer reported the unit will not operate on ac power. The customer reported there was patient involvement with no harm to the patient.

Manufacturer narrative:
(B)(4). Patient information was requested and the customer stated the patient information is not available.